Manufacturer narrative:
During the returned device analysis, the reported single gripper actuation issue was confirmed as the gripper was unable to raise as intended. The gripper line was observed to be broken. The reported positioning failure (leaflet grasping ¿ clip not implanted, leaflet capture ¿ clip not implanted) could not be replicated in a testing environment as these were related to patient/procedural conditions. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on available information, the reported difficult to open or close (gripper actuation - single) appears to be a result of the observed broken gripper line. The break in the gripper line appears to be due to procedural conditions. The reported positioning failure (leaflet grasping ¿ clip not implanted, leaflet capture ¿ clip not implanted) were due to anatomical challenges. The reported unrelated death is due to the patient condition. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated weight.

Event description:
It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with acute leaflet flail on a3 and a restricted p3 leaflet. Two days prior to the mitraclip procedure the patient was admitted to the hospital and coded. The patient was resuscitated but was on a respiratory ventilator. The patient also had kidney failure and was on dialysis. Insertion of an intra-aortic balloon pump was discussed prior to the case, but it was not inserted. The first mitraclip xt was implanted without issue but the mr grade was unchanged at grade 4. A second mitraclip xt was inserted, but it was unable to grasp the leaflets. The patient's blood pressure was dropping but was not responding to medications. After an hour and a half of grasping attempts, it was decided to abort the procedure and talk with the patient's family. After the patient was transferred out of the operating room, the patient expired. In the physician's opinion, the mitraclip device did not cause or contribute to the patient death. There was no additional information provided.